Event description:
Related manufacturer reference number: 2017865-2025-11709. It was reported that patient presented for a procedure. Post procedure, it was noted that the patient experienced discomfort due to muscle stimulation. There was an insulation damage noted on the right ventricular lead. Programming changes were made on the lead. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of device malfunction, and therapy delivered to incorrect body area were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further evaluation of output signal found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.